Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that while the subject catheter was being pulled back along with another device during the procedure, the subject catheter jumped forward and dissected the internal carotid artery inside the patient's anatomy. The physician had to embolism the vessel as a result of the dissection. No further information is available.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned. Therefore, visual and functional analysis were not performed.the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient vessel dissection' is a known and anticipated complication to this type of procedure and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of 'anticipated procedural complication' will be assigned to this event. The reported 'unexpected movement of device' will be assigned an assignable cause of 'procedural factors' as it is most likely that anatomical or procedural factor contributed to the reported event. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu, but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that while the subject catheter was being pulled back along with another device during the procedure, the subject catheter jumped forward and dissected the internal carotid artery inside the patient's anatomy. The physician had to embolism the vessel as a result of the dissection. No further information is available.